Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/30/2025, while at school, the patient was experiencing dizziness and tremors. The patient cgm was reading high mg/dl. No bg meter comparison value was taken at school. Therefore, the patient was taken to the ER for evaluation. Once at the ER, the patient¿s bg meter reading was taken but the specific value could not be recalled. It was not even mentioned if the value was high or low. The patient was treated with an unknown medication to ¿treat the body¿ but the reporter cold not recall what was given to the patient. The patient was discharged after approximately three hours. The patient was also advised to remove her sensor. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 health effect - clinical code - e0136 tics/tremor.